Manufacturer narrative:
A ge service rep performed an on site investigation. The system database was removed and the software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.